Event description:
Patient was implanted with trochanteric fixation nail construct for a femur fracture on an unspecified date. Approximately 8 weeks status post-operative, it was revealed through radiographic imaging that the helical blade advanced through the femoral head and breached the acetabulum. It was reported that the femur fracture was healed. Subsequently, only the helical blade was explanted (B)(6) 2013. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.